Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the screen turned black and the alarm sounded due to a defective circuit board, and the gas flow was insufficient due to a faulty 1st regulator unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the olympus asset high flow insufflation unit sounded an alarm during startup. There were no procedure or patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the defective circuit board and faulty first regulator unit could not be determined. Olympus will continue to monitor field performance for this device.